Event description:
It was reported the patient had stopped using the medication in their pump 2 years ago and was considering explant. It was stated the pump was fine, but the medicine was way too much for them and they started to feel depressed. It was noted the medication could have been lowered. It was noted their main concern was the doctor. It was stated the patient¿s ¿new¿ therapy from their new doctor worked a lot better. The pump was used to deliver morphine. Additional information reported the depression ¿may or may not have¿ caused the depression, and the patient had ¿other issues¿ going on with their life. It was noted there was never a device issue. It was stated the patient tried and preferred a stimulation system for pain relief. It was stated there was not a problem.

Manufacturer narrative:
(B)(4).